Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6), 2023, and the patient was reimplanted with another cochlear device during the same surgery. This report is submitted on (B)(6), 2023.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on march 05, 2024.

Event description:
Per the clinic, the patient experienced no connection to the internal device. Hardware exchange and troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on june 27, 2023.